Manufacturer narrative:
The ureal reagent lot number is 77188601 with an expiration date of 30-sep-2024. The calcium gen. 2 reagent lot number is 77195501 with an expiration date of 30-apr-2025. The customer's calibration and qc results were ok. There was no indication of a reagent issue. There was no foam, clot, or fibrin visually observed in these samples. The customer replaced the sample probes. After changing the sample probes, the issue was solved. The investigation determined that changing the sample probes resolved the issue.

Event description:
There was an allegation of questionable ureal results for 1 patient sample and questionable calcium gen. 2 results for 1 patient sample on a cobas 8000 c 702 module. Patient 1: the initial calcium result was 6.43 mg/dl. The repeated calcium result was 8.63 mg/dl. Patient 2: the initial urea result was 15 mg/dl. The repeated urea result was 41 mg/dl.